Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins recharger (insr) was not charging up. It was reported that the ins could not charge beyond 25% and charging was too often. No patient complications have been reported because of this event.